Event description:
As reported by our affiliates in canada, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the vessel was not pre-dilated before inserting the delivery system. The delivery system with the valve got stuck in esheath and it was not possible to advance through the calcified and tortuous left iliac anatomy. The delivery system and esheath were removed together. A new esheath was inserted. The esheath was ballooned with a 6mm balloon, and a new valve and delivery system were advanced. However, the new valve and delivery system became stuck at the same anatomic position. Both were again removed together. A non-edwards 18fr sheath was inserted. A 29mm non-edwards valve was successfully implanted. The patient did not suffer any injury. After esheath withdrawal, both esheaths had a split along the liner. The perceived root cause of this event was a combination of calcified and tortuous iliac anatomy. As per image evaluation, a torn liner was observed on the first esheath. As per pre-decontamination evaluation, a punctured sheath liner was observed on the first esheath, as the valve was protruding through torn liner torn.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08210 and 2015691-2024-08956. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was partially expanded 19cm in length from the strain relief. Tip was unopened with some soft tip damaged. Scratches were observed along hdpe. The liner was punctured 6.5cm in length from the strain relief. The valve was protruding through the liner at the punctured location. There was a kink at 2.5cm from the strain relief. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was found to be within the specification. Liner thickness was measured along the liner puncture as an out of specification result could be indicative of a manufacturing non-conformance. Due to the nature of the tear, measurements were taken on one side of the puncture only. All measurements were found to be within the specification. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance with inability to advance through the sheath was confirmed based on evaluation of returned device and provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as reported information indicated presence of calcification and tortuosity in patient's access vessel. Furthermore, evaluation of returned device revealed that scratches and a kink were present on sheath shaft. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint for liner puncture was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification, tortuosity) and /or procedural factors (device manipulation) likely contributed to the event as the sheath shaft was received kinked and punctured. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.